Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 151 mg/dl. The customer stated bad sensor alert occurred after 2nd consecutive calibration error. Customer was to removed and change out the sensor. The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 151 mg/dl. Customer is experiencing intermittent calibration error alerts. After the troubleshooting was done, customer was advised to monitor pump. The customer reported via phone call indicating that they had threshold suspend. Customer's blood glucose at time of incident was 76 mg/dl. Customer doesn't exhibit symptoms of low blood glucose. The customer sensor value is unavailable past event sensor removed and suspend threshold limit is 70. The customer was explained the difference between sensor glucose and blood glucose.